Event description:
It was reported, a patient's right ventricular (rv) lead presented with high capture thresholds. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure; the patient was stable.